Manufacturer narrative:
The actual date of death is unknown. A follow-up report will be submitted with investigation results should the device be repaired or the device / logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿mw5118401 alaris IV pump channels spontaneously disconnect from main unit and are inoperable. Sometimes the medication stops infusing and sometimes the medication free flows down the tubing into the patient. At our medical center ucsd 2 patient deaths were results of pump failure while vasopressors were running and they all shut off and the pt suffered cardiac arrest. Another patient received accidental rapid bolus of 20meq k+ because the pump failed and the med free flowed into the patient. This patient had cardiac arrest but was resuscitated. Nurses across the hospital have reported these events to our managers, directors, and even our cno, biomedical engineering, everyone. We haven't received new pumps and our administration is saying it is nurse error. We want to avoid any additional deaths/adverse events. Reference report #mw5118401, #mw5118403.¿ this medwatch report appears to have been submitted anonymously as the reporter's information was not disclosed. This complaint record represents event #2 "patient death" reportedly due to "channels spontaneously disconnect from main unit and are inoperable" (mw5118403). Bd reached out to the user facility. Although multiple requests have been made, no additional information was provided, and no product was returned.